Manufacturer narrative:
Device has not yet been received for evaluation.

Event description:
A report was received that the patient underwent an ipg explant. The patients ipg site was swollen and the patient requested that their ipg be removed.

Manufacturer narrative:
Sc-1132 sn: (B)(4): the complaint of the ipg site being swollen was not confirmed. The returned device was analyzed and no anomalies were found.

Event description:
A report was received that the patient underwent an ipg explant. The patients ipg site was swollen and the patient requested that their ipg be removed.